Event description:
While analyzing a patient's heart rhythm, the device gave a "no shock advised" determination for what clinicians believed was fine ventricullar fibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.